Event description:
The customer contact reported a possible operator error in programming the device, which resulted in the patient receiving more medication than intended. The pump was returned to the biomedical engineering department with an unsigned note that indicated the pump was programmed to deliver an unspecified medication at a rate of 275ml/hr. At a later unspecified time, the pump was found to be delivering at a rate of 500ml/hr. No tracking information was provided; therefore, specific patient information, further pump programming, or event details were not available. There were no reported adverse patient effects. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
At this time customer will not be returning the device for evaluation. The device passed testing at the user facility. The pump history was downloaded and printed at the user facility. The programming present in the history did not correlate with the customer's reported programming and event information. The customer indicated the event was the result of a possible operator error in programming the device.